Event description:
The customer contacted abbott regarding the axsym rubella igg assay, where the customer observed an error message that the temp is too high. The customer also observed error code 1018 (calibration check failure, cal a, result too high). An abbott rep visited the customer and confirmed the axsym probe was recalibrated and all other axsym assays were performing fine. The customer ordered another lot of rubella reagent. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.